Manufacturer narrative:
The device involved in this event will not be returned for evaluation as it remains implanted in the patient. Patient medical records and imaging studies will be requested for further evaluation by the clinical specialist. If additional information pertinent to the incident is obtained, a follow-up report will be submitted. Device iteration is afx with strata.

Event description:
The patient was initially implanted with an afx bifurcated stent graft and a suprarenal aortic extension to treat an abdominal aortic aneurysm (aaa). Upon follow up, computed tomography revealed a loss of overlap between the bifurcated and suprarenal. A small leak was developing. Physician implanted an infrarenal aortic extension to correct the issue ref. #2031527-2015-00422. Approximately 6.5 years post secondary procedure, patient presented with belly pain in the emergency room and a type 1a endoleak was identified by a CT (computed tomography). The physician elected to treat the patient by implanting one additional vela infrarenal extension to resolve and seal the leak. Patient is stable and doing well post intervention.

Manufacturer narrative:
The reported adverse event/incident was investigated in alignment with endologix operating procedures and work instructions. Where possible, it is endologix practice to make at least three good faith efforts to retrieve a reported adverse event/incident-related device as well as medical records and medical imaging. An evaluation of the manufacturing record was completed. A review of the part number/lot number combination needed for device identification shows the device to have been properly manufactured and released in accordance with the device master record. The device was not returned to endologix for evaluation because it remains implanted. A clinical evaluation of the adverse event/incident could not be completed. No medical records nor medical imaging relevant to the reported adverse event/incident were received by endologix. The user facility was unable to provide this information. Due to the absence of medical records and medical imaging; device, use, procedure, and/or anatomy relatedness to this adverse event/incident could not be evaluated. The final patient status was reported as being stable and doing well post-intervention. No additional investigation of this reported adverse event/incident is planned. However, should additional information relevant to the investigation outcome become available, a follow-up report will be submitted. Endologix will continue to monitor this and similar adverse events/incidents. Device iteration is afx with strata.